Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007; 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital when they heard an alert coming from their implantable cardioverter defibrillator (ICD). The alert was triggered due to noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.